Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead remains in use.

Event description:
It was reported that there was a lead monitor warning with low impedances noted. It was also noted that the impedance was gradually decreasing. The lead is still in use. There were no patient complications reported as a result of this event.